Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 8 months from the date of pump implant. The modular cable is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a tear in the percutaneous lead (driveline). No device alarms were noted. The modular cable was exchanged without incident. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The report of a tear in the driveline was confirmed through evaluation of returned device. Examination of the returned modular cable revealed tears in the outer jacket approximately four inches from the inline connector. The polyurethane around the torn areas showed a cracked surface. A black sticky residue was also present on the surface. The outer jacket material appeared to have expanded, causing the ends of the tears to push together and fold against each other. Visual inspection of the underlying armor layer found no evidence of damage. Examination of the modular cable connectors found no evidence of damage to the pins. The cable passed the manufacturing test procedure and was determined to function as intended. The evaluation could not conclusively determine the cause of the tears in the outer jacket. The instructions for use (IFU) and patient handbook contain information regarding caring for the driveline, including checking the driveline daily for signs of damage (cuts, holes, tears). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.